Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient had been hospitalized for four days with a diagnosis of gastrophoresis. The patient noted he had received a replacement pump on (B)(6) 2013 and that he had programmed the pump settings himself. Troubleshooting revealed the pump¿s advanced settings and the date/time were set incorrectly, which could have contributed to incorrect basal/bolus doses given. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not setting the pump settings/programming correctly. However, as the patient was hospitalized with a diabetes-related condition after using the pump with the incorrect settings, this complaint is being reported.